Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the chair suddenly turns off while driving. It will restart after a few minutes. The consumer also states the chair will sometimes turn in the wrong direction.